Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed peeling of the image guide serpentine coating issue could not be determined, however, the issue was likely the result of wear due to repetitive use stress, user handling/mishandling and or external factors. The event may be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.2 endoscope preparation and inspection" as follows. Inspection of endoscope body ¿1. Visually check that there are no scratches, chips, deformations, or other abnormalities on the exterior of the control panel. 2. Visually check that there are no bends, kinks, bulges, or other abnormalities in the soft part near the boundary between the bending part and the insertion part. 3. Check that there are no abnormalities on the appearance of the insertion tube, such as cracks, dents, bulges, edges, protruding metal wires from inside, protrusions, floating resin, or peeling. 4. Gently grip the insertion tube with your hand and slide it along its entire length, making sure there are no snags around the entire circumference. Also, check that the soft part is not abnormally hard¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the tracheal intubation fiberscope had a broken connection part of the water leakage detector. It is unknown when the reported issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the coat of the image guide serpentine was peeled off (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. In addition to the finding in b5, the evaluation found that the customer's allegation was confirmed. Also, the evaluation found the following: the venting connector under grip had a dent. The venting connector under the grip was shaved. The adhesive on the bending section cover had a chip. Due to a dent on the bending tube, the play of the right-left knob was out of the standard value. Because the channel tube was crushed, the tube cleaning brush could not be inserted. The venting connector under grip was shaved. The connecting tube had a dent. The eyepiece had a scratch. The diopter ring had a scratch. The control unit had a scratch. Grip has a scratch. The up-down plate had a scratch. The angulation lever had a scratch. The scope cover had a scratch. The indication on the light guide connector was unclear. The image guide protector had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.